Event description:
Healthcare professional reported a "sizer ruptured in the implant pocket". Gel came in contact with the patient.

Manufacturer narrative:
The physician discarded the device and it is no longer available for return. Therefore allergan will not receive the device and no analysis or testing will be done.